Event description:
As reported by the user facility (translation of user facility info by (B)(4)): over infusion: no ill effects reported to the patient.

Manufacturer narrative:
(B)(4). Result of examination: the history files ended in (B)(6) 2014. However, because the date of event was specified as (B)(6) 2015, the history files could not be used for this examination. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. The pump operated as intended and the reported failure could not be reproduced.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A f/u report will be provided when the examination results are available. (B)(4).